Event description:
It was reported by a customer that on (B)(6) 2011 the fiber broke where the physician was holding the fiber which resulted in his index finger being burned. The fiber was in use when the fiber broke. The physician refused treatment. No one else was injured.